Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed and was not able to be recovered. The field service engineer (fse) found the station displaying a failure icon, but no failure was showing in the recover storage space for main half-height drawer 2.2, pocket c1. The fse logged into care fusion network admin and manually ejected the cubie, then discovered a piece of metallic paper on the cube tray connector. The paper was removed, and the cubie was returned to the c1 location. The station was rebooted, and the customer was able to recover the failed cubie pocket. The customer tested the inventory of the cubie pocket with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer failed and the user was not able to recover it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.